Event description:
Approximately one month after cataract surgery with implantation of the cyrstalens intraocular lens (iol), the patient complained of severe halos and glare. The patient has a good refractive result with an uncorrected visual acuity of 20/20 and the iol is in good position. There is a small astigmatic error of 1.0 d on refraction, but k readings have not been performed. Information has been requested from hcp regarding pupil size. At this time, the association between the event and the iol is not known.

Event description:
The crystalens was subsequently explanted in an attempt to resolve the patient's complaints of halos and glare. Post-explantation, the patient's condition has improved and the halos & glare have resolved.